Manufacturer narrative:
B5 - the reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 13.2mm vticmo13.2 -18.00/5.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024 due to lens tear during injection/delivery into the eye. Patient contact but no patient injury. Problem was resolved. Reportedly, "patient has elevated eye pressures in both eyes, unknown why." Cause of event was reported as unknown; unclear when/why lens tear occurred. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 13.2mm vticmo13.2 -18.00/5.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 28 mar 2024 due to lens tear during injection/delivery into the eye. Patient contact but no patient injury. Problem was resolved. Reportedly, "patient has elevated eye pressures in both eyes, unknown why." Cause of event was reported as unknown; unclear when/why lens tear occurred.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - left eye (od).. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).